Event description:
Primary stability not achieved, smoker, inadequate bone quality/quantity, mobility. Insufficient bone maturation after previous extraction, too much biological limit value, date (B)(6) 2019. Same patient as (B)(6).